Event description:
Customer received result of 346 mg/dl on the performa system, and a result of 103 mg/dl on the accutrend gct system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the accutrend gct system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the performa system.